Event description:
Additional information received reports the patient received assistance from their healthcare provider and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6). The patient was still having concerns regarding their device or therapy but was working with their healthcare provider. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was also reported that the patient was still having concerns with their device or therapy but have not sought further help.

Event description:
The patient reports that they had problems with their previous system implanted on the left side (current system is on the right side). The patient reports that their current managing healthcare provider told the patient that their previous healthcare provider implanted the lead wire up too high and "there was a wire off". The patient found this to be strange because the healthcare provider told her that all the wires were intact and in the correct place.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v066807, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. (B)(4)